Event description:
It was reported to philips that stand movement partially available; carm free-floating; control panel inoperative on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced power supply x00001b and control rack cv; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).